Event description:
It was reported the device was used during an unknown procedure. It was reported the device reportedly did not fire on the first firing. Another was opened to complete the procedure. There was no consequence to the pt.